Manufacturer narrative:
The stonecutter acr,4.0,ep-1,dsp device was returned for evaluation of the reported complaint mode, ¿shedding¿. The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade; no friction was felt in the unloaded condition. Visual inspection was performed and galling of the inner blade shaft was observed. A complaint history review has not identified additional complaints for this lot number on file. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported incident could not be determined. No further investigation is necessary at this time. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a rotator cuff repair it was reported that the surgeon noticed metal shavings near the burr. The surgeon was confident all pieces were removed via suction from the surgical site. No seizing was experienced, during the procedure. The shedding was observed early, during the procedure. It was reported that there was no more force required on the device used in this procedure than typical. The tissue resected was the bone on the humeral head. The blade was positioned 45 degrees to the tissue. The patient was noted to be fine post-procedure. A back-up device was available, a ten minute delay and no patient injury were reported.